Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that they put the wrong program in and now they had a permanent nerve damage in the legs and their right arm. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they had a test on wednesday where they were going to stick a statoscope in her. Patient turned ins off and turned it back on wednesday after the procedure. It was working. And on friday she felt stim was too high and went to lower it and noticed on the patient programmer a power on reset por message. Patient also reported that she has been suffering in pain all weekend. She was in so much pain and bleeding from her rectum because the machine is in por. Patient was redirected to their health care professional. No further complications were noted or anticipated